Event description:
It was reported that caller experienced difficulty when trying to set a temporary basal rate between 250% and 300%, as the pump screen either timed out or did not allow entry of third digit. There was no adverse impact to the customer¿s blood glucose level. Customer repeatedly attempted to enter desired percentage until pump accepted 250% for temporary basal rate, and technical support provided education on limits of temporary basal rate settings; caller was ultimately able to enter 250% successfully, and issue was considered resolved with no further action required.